Event description:
The customer reported that the images were white. This will cause the system to be unusable due to the inability to see the live image. There is no report injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and adjusted the brightness and contrast configuration settings. The system operates as intended.